Manufacturer narrative:
The reported event of sensing issue was not confirmed. The device was above elective replacement indicator (eri) level. Segm from device image shows sensing markers indicating device was able to properly sense in the field. Sensing test was performed, and the sensing function was normal, but the sensing marker was not displayed on programmer. Review of device data provided indicated that missing sensing markers due to impacted real-time egm (rtegm) is consistent with device experienced supervision timeouts caused by a weak signal, the supervision timeout is per designed behavior. Product code was reloaded, and device recovered, the sensing marker was observed on programmer again. Ble communication was normal and steady throughout the whole analysis. The cause of sensing marker not being able to display on the field was undetermined. The reported event of sensing anomaly was not confirmed. Based on the information provided, it was determined that device sensing was functioning as expected. There was evidence that the device experienced supervision timeouts due to a weak signal, which could have impacted the streaming of the rtegm data. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. The icm was not used and replaced. The patient was stable throughout the procedure.